Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was noted that the patient also had a pump implanted for spinal pain with saline solution. The patient was having an unrelated MRI of their right and left hip. The implantable neurostimulator (ins) was reported to not be working for the last 6 months to a year. It was then stated that it had not worked in a year. The ins had been shut off. The patient had tried charging but they did not know what was going on. The patient did not know how to get the ins kick started again. About 3 months ago the patient tried charging the ins and it said that it was fully charged but it was not doing anything. During the call, the consumer was asked if the recharger was full or if the ins battery had been full but the consumer did not know. It was reported that the person at the hcp office could not get it adjusted to where the patient needed it. No further complications were reported.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated they were supposed to get an MRI done but the facility cancelled on them because they have both pain pump and scs. Pt stated they tried getting in touch with their rep, but they did not get back to pt. Pt stated they have not used or charged any of their scs for 5 years because they have not worked. Pt was upset because the MRI facility told pt they can't get an MRI at all because they have the two devices together. Pt stated their hcp would not release information or help the pt in anyway. Pt stated they lost all their external equipment when moving. Agent explained to pt they need to charge their implant and go to MRI mode to check eligibility. As agent was explaining sunmed process, the call dropped. Agent tried getting in touch with pt multiple times, but the agent did not hear pt.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported that their implant hasn't worked for 7-8 years or longer. Pt stated while they were moving, they lost their equipment. Pt stated their previous hcp did not help them with their issue. Pt stated they are now speaking to their new pain hcp who wants to help them. Agent provided nas number. Pt stated their hcp wants them to get an MRI or a CT scan and need their implant information. Agent provided pt with their scs implant information. Agent provided tech support number. Emailed prs to send pt new card.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.